Event description:
Paid a lot more extra money for a more expensive crystalens brand for my cataract surgery that was supposed to correct my near and farsightedness, but it didn't work. After my cataract surgery I could not see clearly near or far. I had to get another laser surgery to see clearly in the distance, and I now require reading glasses to see clearly up close. The crystalens did not deliver near and far clear vision as promised. It functioned worse or no better than a regular lower priced cataract replacement lens. I consider this lens a consumer rip-off and I would like a refund.